Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information during an implant, this right ventricular (rv) lead was difficult to place. The rv lead exhibited high pacing thresholds and low amplitude. The rv lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.